Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Tissue was found in helix. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged one day post implant. The right atrial (ra) lead was attempted to be repositioned and the lead did not stay in position. The right atrial (ra) lead was removed and tissue was noted in the helix. No additional adverse patient effects were reported.